Event description:
Atrial under sensing noted on at/af episodes. Does not appear to affect mode switching. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).